Event description:
Boston scientific was notified that it was impossible to inflate the balloon during the procedure, because there was a pinhole on the distal section of the balloon. Another product was used and the procedure was completed successfully.